Manufacturer narrative:
The device was returned to mmdg for investigation. A DHR review was completed and found no noncomformances. When the device was returned to mmdg for investigation, the s1 compenent had failed, causing the auxiliary alarm failure. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the auxiliary alarm was not operating as expected. They stated that it failed to alarm. At the time of the complaint the initial reporter advised that no patient had been involved and that the complaint had occurred during testing. (B)(4)